Event description:
It was reported that a 62-year-old female patient underwent a primary breast augmentation surgery with a 170cc mentor memorygel breast implant. Post-operatively, the patient experienced baker grade IV capsular contracture of the left breast, which was confirmed during a physical exam. As a result, the patient underwent removal on (B)(6) 2022.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 10, 2022, mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. On november 16, 2022, mentor received additional information. Mentor became aware that the patient experienced baker grade iii capsular contracture. The patient's left breast implant was replaced with a 170cc mentor memorygel breast implant. The patient experienced capsular contracture of an unknown baker grade in the right breast. Refer to manufacturing report number 1645337-2022-14271 for the contralateral event. On november 23, 2022, mentor became aware that information was inadvertently omitted from the initial report. The facility name of the initial reporter was added to the file as hedden plastic surgery. Manufacturer's reference number: pc-001220816 in the initial report, e1 initial reporter facility name should have been populated with hedden plastic surgery.